Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error in preparation of the intravenous (IV) morphine patient-controlled analgesic (pca) on the pump. There was incorrect pump setting configuration as the actual concentration in the bag were 2mg/ml, and the concentration reported in the pump was 0.2mg/ml. The patient therefore received 10 times the prescribed dose (10 mg/h instead of 1 mg/h) between 12:45 pm and 10:15 pm that day. During the afternoon, the patient was drowsy and had moments of confusion. During the call made around 11pm, the patient was wide awake, and they were not confused and did not have any respiratory pauses as their respiratory rate was 15 cycles/min. The patient was tachycardic at 119 beats per min (bpm), and the rest of the vital signs were unremarkable. There was good renal function with glomerular filtration rate (gfr) at 75 ml/min. The opioids should be eliminated around 4am. However, a naloxone infusion would be useful to cover the risk of late respiratory repercussions. Action to take was to stop the pca background flow, maintain only the bolus mode at the prescribed dosages. Naloxone0.4mg infusion in 4 hours, and a provision of oxygen (2l/min if breathing pauses or respiratory rate less than 10 cycles/min). The next day and night there were no complications. The patient was put on oxygen for reassurance. The patient felt epigastralgia around 4 am, and it spontaneously resolved (no bolus given because narcan was being taken). In the morning around 7:30 am, the patient had a respiratory rate of 20 cycles/min, constants without any particularity, and they were wide awake and did not feel any pain but began to feel abdominal discomfort. Resumption of the pca background flow was prescribed at 1mg/h, and oxygen was stopped. There was patient involvement and signs and symptoms experienced.

Manufacturer narrative:
H2) correction: h6: f code corrected from f26 to f12.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.